Event description:
Pt underwent roux-en-y and experienced post-operative rectal bleeding, hypotension and a return to surgery for ego, exploratory laparotomy and oversewing of a bleed at the gastrojejunal. Surgeon reports that the covidien endostitch device is the only thing "new" that has been used in years and reports that this is the second pt in a couple of weeks with bleeding noted at the same area where this product is used. There was no issue noted with the device during use in either procedure and the devices were discarded at the end of the procedure.